Event description:
It was reported that this patient's sicd implant procedure was initially delayed due to a sore under the patient's arm. After this sore had healed, the system was subsequently implanted. The patient developed an infection with purulent discharge coming from the site. The incision site was also noted to be red. At this time the patient's system remains in service. It is also noted that this patient has cancer and is diabetic and has previously seen a wound care specialist for sores on their legs. No additional adverse events were reported.